Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance of greater than 125 ohms. Boston scientific technical services (ts) discussed commanded shock testing versus continued monitoring. The local area field representative was contacted for additional information; however, no further information is available at this time. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. The device has been returned for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited high out-of-range shock impedance of greater than 125 ohms. Boston scientific technical services (ts) discussed commanded shock testing versus continued monitoring. The local area field representative was contacted for additional information; however, no further information is available at this time. This product remains in service. No adverse patient effects were reported. This ICD device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device was returned to boston scientific for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. The device has been returned for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This correction supplemental report was submitted based on a change to the evaluation conclusion code field in report .

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited high out-of-range shock impedance of greater than 125 ohms. Boston scientific technical services (ts) discussed commanded shock testing versus continued monitoring. The local area field representative was contacted for additional information; however, no further information is available at this time. This product remains in service. No adverse patient effects were reported. This ICD device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device was returned to boston scientific for analysis.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited high out-of-range shock impedance of greater than 125 ohms. Boston scientific technical services (ts) discussed commanded shock testing versus continued monitoring. The local area field representative was contacted for additional information; however, no further information is available at this time. This product remains in service. No adverse patient effects were reported. This ICD device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device was returned to boston scientific for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited high out-of-range shock impedance of greater than 125 ohms. Boston scientific technical services (ts) discussed commanded shock testing versus continued monitoring. The local area field representative was contacted for additional information; however, no further information is available at this time. This product remains in service. No adverse patient effects were reported. This ICD device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device was returned to boston scientific for analysis. Additional information was received that during a retrospective review of device data it was identified that during a shock delivery, this system recorded a code 1005 indicative of high, out-of-range shock impedance measurements greater than 145 ohms. No other information was provided. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. The device has been returned for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This correction supplemental report was submitted based on a change to the evaluation conclusion code field in report section h6. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
This supplemental report is being filed to provide the updated conclusion code based on trend analysis.